Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. The caller reported that due to this issue, the customer became hypoglycemic with discomfort and loss of consciousness. The caller (spouse) treated customer with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured to be outside of the specification range. A known-good battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader powered on with button press. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. The caller reported that due to this issue, the customer became hypoglycemic with discomfort and loss of consciousness. The caller (spouse) treated customer with glucagon injection. There was no report of death or permanent injury associated with this event.